Manufacturer narrative:
Device received with currents in spec. Device unable to prime during prime test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. Device had minor scratched window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 181 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions.